Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the error alarm 'patient interface error detected. Attempting to resolve. If the problem persists, contact technical support.' Was displayed. It should be noted that connecting with the cable did not resolve the issue. In addition, several tests were performed by pairing other patient interfaces with the same console, without encountering any issues, thus ruling out that the problem was related to the console. There was no patient involved.